Event description:
It was reported that pt underwent hip arthroplasty in 2006. Subsequently, pt was revised in 2009 due to wear of the liner. The liner and head were removed and replaced. No further info received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (Exact date unk). Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to FDA. This report filed october 8, 2009.